Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" alarm condition was observed in the device's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the malfunction was due to the mt2 proximal pressure being out of specification. Only the replaced component was returned to the manufacturer for evaluation.